Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a c35j stopcock q-syte wht 360deg w/o nut cap ns had breakage. The following was reported, "the connection of the stopcock was chipped. The bonding part seems detached".

Manufacturer narrative:
Investigation: I confirmed the actual product that I received, but as the offer, the three-way stopcock showed an appearance abnormality. For this product, 100% appearance inspection was conducted at the assembly process and immediately before the introduction of individual packaging. This event was the first offer, and I had no experience of the same event at the manufacturing site, so I could not identify the cause, but according to the surface condition of the actual three-way stopcock female connector, this event is adhesive it was estimated that the three-way stopcock for another process to which the agent was applied was mixed and could not be excluded by visual inspection. In addition to reporting this event to the manufacturing plant, we re-examined the visual inspection and instructed to improve the part handling method in the bonding process. Customers are advised not to use the product if it is found abnormal and replace it with a new one.

Event description:
It was reported that a c35j stopcock q-syte wht 360deg w/o nut cap ns had breakage. The following was reported, "the connection of the stopcock was chipped. The bonding part seems detached."